Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance, increased capture thresholds and decreased sensing. The lead was capped and replaced. The patient's condition was fine post procedure.